Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, the device misfired. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, the thumb advancer could not be completely advanced. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported incomplete thumb advancer deployment was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.